Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient received inappropriate shocks due to t-wave oversensing. Device was reprogrammed and oversensing issue was resolved.